Manufacturer narrative:
Concomitant medical products: model: 5568-45, lead; implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) called in to inquire about what they thought was t-wave oversensing (twos) on the patients right ventricular (rv) lead. It was discussed that the electrograms (egm) are consistent with normal sensing of small amplitude intrinsic beats with no definite indication of twos. Follow up was conducted and it was verified that no reprogramming was completed. The lead remains in use. No patient complications have been reported as a result of this event.